Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, when attempting to cover the device with the protective sleeve, the catheter moved for the right ventricular leadless pacemaker (vlp) and it appeared that the helix extended. It was noted that the helix may have caught on the myocardial tissue and extended the helix. The vlp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was not confirmed. Visual inspection noted the helix length was within specification. The device history records (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.